Event description:
It was reported the customer received a motor error alarm during the fill cannula process. The customer also stated their insulin pump powered off and their settings were erased after the motor error alarm occurred. Customer's blood glucose was 230 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit received with currents in spec. No unexpected off no power. Pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.